Event description:
It was reported that a spectrum pump alarmed air in line. The alarm would not go away even after clearing the air in the tube. This occurred during preventative maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the event history log revealed 'air in line!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the physically damaged ultrasonic sensor flex. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.